Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was prompting an unspecified error message. The medical affairs specialist (mas) spoke with the pt on august 21, 2008 and obtained the following info. The pt reported that the alleged issue began on ten days prior to original date. Despite the issue, the pt claimed she took her usual dose of januvia (50mg), glipizide (5mg), and lantus insulin (35 units in the morning and 25 units in the pm). The pt mentioned if her bedtime reading is less "200 mg/dl" she decreases the amount of lantus insulin she takes. On an unspecified date, after the alleged issue started, the pt mentioned she woke up feeling shaky, sweaty, and nervous. The pt claimed she tested on her brother's non-lfs meter and obtained a reding of "46 mg/dl." The pt reportedly treated self with food and felt better afterwards. At the time of troubleshooting, the cca was unable to confirm the error message that was appearing. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.